Event description:
The customer reported that when the pencil was connected to the generator, it activated immediately. This caused a superficial skin burn to the patient's abdomen which was treated with a dressing. Another pencil was used to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 01/07/2015. Date of follow-up report: 01/22/2015. Evaluation of the incident pencil found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.